Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker along with the right atrial (ra) lead exhibited high, out-of-range pacing lead impedance measurements greater than 2,500 ohms upon device interrogation. However, when the lead was tested during generator change it yielded normal results. The device was then explanted and replaced with a new device. The lead remains in service. Additional information was received from a local field representative indicated that the device and lead connections were not checked prior to the disconnection of the lead from the old device. No additional adverse patient effects were reported.